Event description:
Per the customer, the device leaks oil when it runs. It is unk if there was pt involvement or adverse consequence.

Manufacturer narrative:
The device was returned to the MFR and has not been reviewed as of the date of this report. Attempts to collect further info from the user account have been unsuccessful. An update will be provided if the investigation requires.